Manufacturer narrative:
(B)(4). This complaint was confirmed and the root cause was determined to be a use error due to the patient starting therapy before connecting. The sample was not returned for evaluation. Per baxter labeling, users are instructed to connect to the homechoice prior to initiating peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was not connected, in the initial drain. It was reported that the home patient (hp) pressed go and started the initial drain prior to connection then decided to connect and called baxter. During troubleshooting for the system error 2240, the device displayed a system error 2367. The hp was assisted in ending therapy and proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.